Manufacturer narrative:
On (B)(6) 2020, mentor became aware that it was erroneously indicated in the initial report sent on (B)(6)2020, that at that time, mentor has received no information regarding explantation or an expected explantation date. However, the correct information is the following: the patient was scheduled for implant explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered left breast implant deflation, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 27, 2020, mentor became aware that the suspect medical device was a non-mentor implant. Since the complaint device was identified as a non-mentor product, no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's initial date of implant explantation surgery scheduled for (B)(6) 2020, has been cancelled due to the patient testing positive for covid-19. The implant explantation surgery was rescheduled for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).